Event description:
It was reported that the user contacted support regarding elevated blood glucose and concern about having sufficient insulin, with a recorded bg of 205 mg/dl at the start of the call that decreased to 172 mg/dl by the end; the user had eaten cheese and cookies before bed and changed the pump cartridge during the call, and a shipment of connectors was arranged. Symptoms included none. Outcomes included no outside assistance and no medical intervention. Investigation included remote troubleshooting and education with completion of a blood glucose questionnaire. Investigation of this case revealed hyperglycemia that responded to insulin without device alarms or malfunction reported, and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.